Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to high blood glucose. The customer experienced no symptoms such as nausea and vomiting. Blood glucose at the time of the admission was 900mg/dl. The customer was treated with bolus. The customer was wearing the insulin pump during the hospitalization. Troubleshooting was declined. The customer states pump alarmed motor error and was able to rewind the pump. The customer states the pump alarmed button error and was unable to clear alarm. The insulin pump will be replaced and returned for analysis

Manufacturer narrative:
Insulin pump was received with button error alarm and no act button response due to corroded keypad traces. Cleaned keypad traces and continued testing. Insulin pump was received with the operating currents within specification and passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test, and the dat test at 0.08770 inches. The time is advancing on the display normally. No excessive no delivery or motor error alarms noted during testing. The motor was tested outside of the device and passed. Insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.